Manufacturer narrative:
Section h6 update: medical device problem code should be 1260 - fracture rather than 1291 - high impedance.

Event description:
Additional information indicates that the lead was confirmed fractured visibly. Surgical intervention was undertaken on (B)(6) 2026, wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedance on the entire lead. As a result, surgical intervention may be undertaken to address the issue.